Event description:
A 69 year-old male patient initially presented with ventricular tachycardia (vt) storm and cardiogenic shock. He had an impella cp placed and then was cannulated for va ECMO. The patient was then upgraded to an impella 5.5. The initial waveforms were not accurate, so the device required repositioning. There were multiple position issues with poor pulsatility that followed requiring frequent repositioning. The patient developed a gi bleed while in the ICU and anticoagulation was held. The patient was ultimately implanted with a durable left ventricular assist device and the impella was removed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.